Event description:
Pen needles in 1 box do not feel sharp. Very painful and have trouble going in the skin. She is an rn and knows how to give injections and needle is not sharp, she has been using the same pen needles for over a year and no problems.